Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangio ureteroscopy procedure, there was a complete loss of image. The procedure was completed with a different endoscope. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that there was no image. Fluid was found inside the control body and in the bending section. The channel opening was noted to be cut and exhibited burn marks which resulted in fluid invasion. The charge-coupled device (ccd) was determined to be damaged. The reported phenomenon appears to be due to user mishandling. (B)(4). This report is being submitted as an MDR in an abundance of caution.